Event description:
It was reported that the pump failed the volume test on two different sets.

Manufacturer narrative:
Additional information received on 6-may-2022 via email stating that event did not occur while in use by patient. Found during testing. Event problem and evaluation codes: updated . Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. Trimmed expulsor to meet manufacturing specifications for accuracy. The cause of the reported problem could not be determined. A manufacturing DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.